Event description:
It was reported that during a hip arthroscopy, the plastic cap broke off the device and remains in the pt. The surgeon used two different burrs during surgery. The cap from both burrs broke off; only one was retrieved. The surgeon does not know which broken cap remains in the pt. No further pt info was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The reporter is unable to confirm which device the broken plastic cap belongs to; therefore, the part number mentioned may not be the correct arthrex device involved in the event. The device was requested/is expected for eval but has not yet been received. The cause of the event could not be determined from the info available and without device eval. A lot number was requested but not provided; therefore, the device history record review could not be performed. Based on the info provided, the most likely causes of this type of event are excessive force applied on the device, impacting the device with blunt force and/or using a non hip designated burr in a hip application. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant info is obtained, a follow up report will be submitted.